Manufacturer narrative:
According to the reporter, the product will be returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No similar complaints have been received for this product lot. There were no non-conformances that would contribute to the reported complaint issue. No trend has been observed with complaints for dysphotopsia. Based on medical opinion, selecting a higher diopter lens to achieve better ucdva can increase chance of dysphotopsia. The surgeon selected a lower diopter lens of a different model as the replacement lens. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
It was reported that the patient experienced negative dysphotopsia in the left eye, approximately five months post-implant of the intraocular lens (iol). The original procedure was not complicated in any way, and the orientation of the lens did not change. The iol optic was clear and free of debris/deposits. The iol was explanted and exchanged for a different model and diopter lens approximately six-months post-implant. Patient's symptoms resolved with exchange of lens.

Manufacturer narrative:
The product evaluation has been completed. One iol was returned in a small plastic specimen cup. The original packaging was not returned. The part number and serial number cannot be verified. However, the lens does have the appearance of the reported lens. The lens was in a dried condition and was stuck to the inside wall of the cup. Particulates, saline dentrites and dried solutions were visible on the optic. Visual inspection found the tip of one haptic torn off and missing; the other haptic was bent. The delivery device was not returned. The cause of the damage cannot be determined, and functional testing cannot be performed due to the damage. The conclusions present in our original MDR remain unchanged. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.